Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit's balloon ruptured and bled into the machine.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit's balloon ruptured and blood entered the machine. There were no injuries or deaths.

Manufacturer narrative:
Patient height 158cm. A getinge field service engineer (fse) was dispatched to evaluate this unit. Inspection was made and blood was found to have entered the machine. Examined the parts where blood has entered. Blood was found in the pneumatic module assembly system. Fse replaced the pneumatic module assembly. The machine can be used normally.